Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify failed battery test alert, unexpected battery power loss anomaly, and under delivery anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer also reported battery failed alarm and no delivery alarm but was resolved by changing complete set. Customer also experienced high blood glucose level and treated with insulin pump and syringe. Customer stated that when testing the insulin pump while doing a bolus, while disconnected, not a lot of drops came out. The reservoir and insulin pump will not be returned for analysis.